Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline connector clip on the power module (pm) was confirmed via product testing. The pm was evaluated at the service depot. The unit came in with a damaged tab of the streamline battery clip. All damaged parts were replaced, and a full functional checkout was performed. The unit passed all tests. The damaged streamline cable was forwarded to product performance engineering (ppe). The streamline cable detent tab was confirmed to be damaged preventing the backup battery from being secured as intended. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4 ¿system monitor¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: not applicable due to no patient involvement. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was returned for a functional checkout and during evaluation, the streamline battery clip detent tab was found damaged.